Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, when connecting lead into header of the device, the physician was unable to hear set screw fully engaging. The physician then attempted to remove lead from header and was unable to remove it. X-ray was taken and pin plug was fully inserted. All measurements normal during implant and just after implant. Device checked twice within 48 hours after and all measurements within normal ranges. The device and lead remain in use. No patient complications have been reported as a result of this event.